Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the very tortuous and very calcified left anterior descending (lad) artery. A 300cm non-bsc guide wire had been down the target lesion for a period of time. A 1.20mm x 8mm emerge push balloon catheter was advanced over the wire; however, the balloon catheter got stuck on the non bsc guide wire. The balloon catheter and the wire were pulled out together as one unit. The physician worked on the lad and thought the left internal mammary artery (lima) graft to the lad had closed. After the devices were pulled out, a diagnostic catheter was used and it was noted that the lima was opened and no intervention was needed. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with an unidentified guidewire in the lumen. There was blood in the inflation lumen. The guidewire was protruding from the hub 155.5cm and 4.5cm from the tip. The outer diameter (od) of the returned guidewire was measured. The distal tip was damaged. Microscopic examination presented no damage or irregularities with the bonds. Microscopic examination revealed that the outer and inner shafts were buckled in numerous locations throughout the shaft and the proximal end of the balloon was bunched. An attempt was made to remove the guidewire from the lumen was unsuccessful. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the very tortuous and very calcified left anterior descending (lad) artery. A 300cm non-bsc guide wire had been down the target lesion for a period of time. A 1.20mm x 8mm emerge push balloon catheter was advanced over the wire; however, the balloon catheter got stuck on the non bsc guide wire. The balloon catheter and the wire were pulled out together as one unit. The physician worked on the lad and thought the left internal mammary artery (lima) graft to the lad had closed. After the devices were pulled out, a diagnostic catheter was used and it was noted that the lima was opened and no intervention was needed. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.